Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with shortness of breath. Interrogation of the device revealed that the right atrial (ra) lead had no capture. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.